Manufacturer narrative:
Covidien reference number (B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the inspiratory module printed circuit board (pcb) and air flow sensor. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, an 840 ventilator failed testing and generated an inoperable error message. The ventilator was not in use on a patient at the time the event occurred.